Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown, therefore a batch review was not performed. The root cause of this incident was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a batch review could not be conducted. A sample was not returned; therefore, no evaluation was performed. The product code is unknown; therefore, a 510k number cannot be provided at this time. Should additional information become available, a follow up report will be submitted.

Event description:
A baxter IV therapy representative (ivtr) reported the facility expressed concerns regarding unknown baxter intravenous (IV) sets. Reportedly, a patient was in the emergency department (ed) with symptoms of possible stroke. Reportedly, the nurses were unable to spike a glass bottle of unknown medication resulting in a no flow situation and resulting in delay of therapy. Reportedly, multiple attempts were required to make the set functional. The facility alleged that because of the delay, the patient symptoms were not resolved in a timely fashion which impacted the event. A meeting with the facility has been scheduled to discuss and resolve the concerns. During a follow up call to the facility safety manager on 01/18/11, the following information was provided: the facility did not consider this a sentinel event. There was a delay in the administration of tissue plasminogen activator (tpa) therapy (thrombolytic therapy) noted related to the use of the tubing with spike and glass bottle. The patient was ultimately diagnosed with issues other than stroke symptoms and therefore the delay in therapy did not affect the patient outcome. The safety manager indicated that there was no relationship or causality between the product and event. The patient outcome was good. No further clinical information is available.